Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint. The fse reviewed the logs, and it did not indicate a power failure. Upon inspection of the system, the fse found that the patient side cart (psc) power cable was frayed. The fse replaced the power cord. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The probable root cause is attributed to the damaged psc power cable.

Event description:
It was reported that during da vinci-assisted radical tonsillectomy surgical procedure, the site contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) to report patient cart shut off mid case several times. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. Contacted the initial reporter but was not able to obtain any additional information.